Event description:
The manufacturer received a voluntary medwatch (mw5186747) with information that the trilogy evo device had displayed a red screen indicating "ventilator inoperative" during patient use. The patient, who is dependent on the ventilator, had to be switched to a backup ventilator. Based on the information currently provided and available, no harm or injury has been sustained. The device has not yet been received by the manufacturer for evaluation. The manufacturer's investigation is ongoing.